Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out of range pacing impedance measurements. Additionally, there was loss of capture and a suspected lead fracture. As the physician did not want to perform another surgery, the lead was deactivated. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.